Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and automatic mode switching (ams) were noted. The suspected cause of the noise was electromagnetic interference (emi). No intervention has been performed at this time. The patient was stable.